Event description:
(B)(6) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. Lesion 1 was located in the mid left anterior descending (lad). The lesion was 90% stenosed, 2.25mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.25x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced myocardial infarction. The patient had a episode of chest pain that lasted for 30-45 minutes. The patient took nitroglycerin spray at home and was given aspirin by emergency medical responders. Cardiac enzymes were elevated consistent with protocol definition of myocardial infarction. The patient was referred for cardiac catheterization. The 50-60% stenosis of the proximal lad (proximal the study stent) was treated with placement of a 2.25x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0% and brisk timi flow 3 was noted. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).